Manufacturer narrative:
Based on the information received by shape memory medical, the patient presented with a type ii endoleak which was treated using 21 imp-fx-12 devices on (B)(6) 2023. During the follow up CT scan on (B)(6) 2023, a type I endoleak and rupture was observed. It was also reported that the patient died sometime between on (B)(6) 2023 and the date shape memory medical was notified of this incident, 11/6/2023. No further information related to the patient death could be obtained. A review of lot history record and accompanying lot release report identified no quality issues related to the device performance. Shape memory medical received the CT images taken after the procedure on (B)(6) 2023 and during the follow-up on (B)(6) 2023. Based on the preliminary review of case images from the follow-up day, on (B)(6) 2023, it is assumed a graft failure occurred which may have contributed to the aneurysm rupture. As additional information is not available regarding the medical intervention undertaken after the rupture was found on (B)(6) 2023, and because no procedural images from the day of the embolization procedure were provided, at this time the root cause for the aneurysm rupture cannot be established. A follow-up report will be filed if additional information is received. Shape memory medical complaint reference number: (B)(4).

Event description:
The patient was treated for a type ii endoleak on (B)(6) 2023 using 21 imp-fx-12 devices. The devices were deployed using a 5f destination catheter accessed through the right limb. The procedure was completed without any adverse event on 04/27/2023. During the post operative CT scan follow up on (B)(6) 2023, a type I endoleak and rupture was observed. No additional case details were provided to shape memory medical. It was also reported that the patient is now deceased. The patient decease date is unavailable.